Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had failed to detect all drawers on the bus. A field service engineer replaced the communication sled due to errors and devices dropping off the bus to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had failed storage spaces. The customer reported that they had to recover all of the drawers prior to dispensing the medication that caused a delay in patient care. There were no adverse events or injuries reported based on this event.